Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient's stimulation was on 1.2v when they came into the office. They were then reprogrammed #3 at 0.9v. Patient was made aware that if their body is use to stimulation they can stop feeling the stimulation sensation quickly. No further information reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information received from a trial patient in advance evaluation. Patient stated the implant had been turned off for this evaluation and this new lead did not give her the same feeling as previous one. The stimulation was very comfortable and just felt like a vibration. It was also reported that their leakage was heavy and that they were not feeling stimulation all the time. Trial patient was advised that stimulation was not a continuous feeling and was given assistance with increasing stimulation to 0.9 where they felt it. Trial patient stated that they didn't like the current program. Additional information was received, trial patient reported that when a friend changed their dressing, the friend mentioned that they thought the wire had come out a few inches. Trial patient was advised to follow up with healthcare professional (hcp). There were no further complications that have been reported as a result of this event.